Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic sensor failure on the screen. Unit never stopped pumping. Users swapped out console to continue treatment without issue. No patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing fiber optic assy d997-00-1169 and d012-00-1808 cable, fiber optic jumper. Fse calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.